Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported inoperative-phenomenon did not occur during operation checks at our repair center. Alarm logs, however, revealed the occurrence of a "ventilator inoperative¿ alarm. An event log at the time of the inoperative occurrence was analyzed and it was established that writing of the event log had been performed improperly. From these results, the reported complaint was considered to have been caused because an abnormality had occurred in data processing of the inside at the time of the phenomenon. In order to enhance the reliability of internal data processing, the software has been upgraded to the latest version 3.6.1. Overall checks, cleaning, and a functional test have been completed. The software version was confirmed as version 3.6. To resolve the issue.